Event description:
Country of complaint: (B)(6). The needles are not put correctly on the thread.

Manufacturer narrative:
U.s. Reporting agent notification received: (B)(4) 2014. Complaint description: the needles are not put correctly on the thread. Samples received: 9 unopened pouches. All samples received are sealed tight. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. All samples received are tight. OEM tested the needle attachment of the closed samples received and the results conform to requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. Final conclusion: the complaint is not corresponding (not justified). Actions on product: OEM will credit customer with product replacement.